Manufacturer narrative:
The pad-pak was first installed successfully in november 2014 and performed to specification up to the (B)(6) 2015. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given and the status led continued to flash green. Investigation was unable to replicate the reported faulted fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups. There were no ten minute time outs recorded in the memory log, it is therefore assumed the customer returned the device in response to field safety corrective action without having found a fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.